Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.